Event description:
The patient was treated with evoke system utilizing both the right and left cheek applicators. During the treatment time, the patient called for assistance and complaint of burned sensation in her right cheek. The healthcare team immediately stopped the device operation and had the patient hold ice to the area of the incident. Pictures of the patient treatment area revealed a round exposed burn about 2 cm in diameter, located at the skin portion in correspondence with the left tmj. Multi-layered transdermal damage with tissue necrosis was evident. The patient was sent for injury management and was under a care of a dermatologist for wound management and has been to a burn clinic. The device was returned to the manufacturer for testing and was shown to work safely under the required performance specifications, no device defects or malfunctions were detected. FDA safety report ID # (B)(4).